Manufacturer narrative:
Examination of the returned device found damage to the lead threads that would be consistent with an attempt to assemble the devices without a proper alignment. A functional test to mate the shaft with a retained 961671 univ fem broach reamer was unsuccessful as the threads tended to engage with the components off axis to each other. Based on suspected cross-threading during assembly as the root cause a need for corrective action is not indicated. Monitor through sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The revision adapter was notice to have been cross threaded and the threads are damaged.